Event description:
The patient claimed that the up and down buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (submission 05/11/2012)-device evaluation: animas received the pump involved with this complaint and completed a device evaluation on 04/13/2012. Investigation confirmed that the keypad was fully intact, with no peeling or damage observed. The contrast and arrow buttons were intermittently responding with button presses and required excessive force to activate the pump's desired functions. The keypad was removed: there was evidence of keypad contamination was located under all button contacts. The keypad emblem appeared worn off. An unreported issue was also found during investigation. The pump powered on with a pinkish contrast faded display screen. The pump¿s cover was replaced and the pump's contrast appeared normal. In conclusion, there was button contact contamination without visible physical keypad damage. In addition, there was a faded display screen issue which was resolved with a new pump cover.